Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during a cataract surgery, sleeve that protected the handpiece released a white powder, which entered the patient¿s eye. The procedure completion details or any information about patient impact was unknown.

Manufacturer narrative:
Corrected information provided in h.11. Upon receipt of further information, it was confirmed that neither the suspect product is procedure pak, nor the suspect component was sleeve. Hence, no further report will be scheduled under mfg report number 1644019-2025-05369. The manufacturer internal reference number is: (B)(4).